Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a damaged switch board ribbon cable. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be physical damage to the switch board ribbon cable. The device will be returned unrepaired, due to the unavailability of parts. If any additional information is received, a follow-up will be sent.